Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year eight months and twenty-two days post filter deployment, a computed tomography of abdomen and pelvis was performed which showed, the superior tip of the inferior vena cava filter was at the mid aspect of l3 with the inferior portion extending to the inferior aspect of l4. No tilting of the filter identified. All six of the larger limbs of the filter extend beyond the wall of the inferior vena cava compatible with penetration/perforation. In addition, the smaller limbs extend to the edge, and some extend beyond the lumen as well compatible with penetration/perforation. Therefore, the investigation is confirmed for the reported perforation of vena cava wall. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 10/2018), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully through the right internal jugular vein approach, in a patient with lower extremity deep vein thrombosis. It was further reported that one year, eight months and twenty-three days post a filter deployment, the filter struts had allegedly perforated the inferior vena cava. The device has not been removed. The current status of the patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2018). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully through the right internal jugular vein approach, in a patient with lower extremity deep vein thrombosis. It was further reported that one year, eight months and twenty-three days post a filter deployment, the filter struts had allegedly perforated the inferior vena cava. The device has not been removed. The current status of the patient was not provided.